Manufacturer narrative:
The insulin pump alarmed with a button error after boot up and the act button responded intermittently, due to corroded keypad traces. Moisture damage was noted on all electronic assemblies. The device was also received with a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and a severely stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error while customer was playing tag with the device in her shirt. Customer's blood glucose was 183 mg/dl. The insulin pump was exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.